Event description:
(B)(4): it was reported that the visum led surgical lights are allegedly turning themselves on automatically, then cycling through intensity levels until the lights reportedly shut off again. There was no pt involvement reported and no reported adverse consequence as a result of the alleged event.

Manufacturer narrative:
There was no pt involvement reported, thus not pt info is available. Eval summary: a field service rep visited the facility and could not replicate the issue. The reported event could not be duplicated and the cause of the event is unk. There was no reported adverse consequence reported.